Event description:
It was reported that the patient received a left hip replacement in 2010 and had a revision surgery in 2011 to remove all devices product due to pain and metal in the blood due to the implants 'chipping'.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the acetabular cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the ¿black synovium¿ may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without supporting clinical/medical documents, metal ion levels, x-rays and the components, a thorough investigation cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Total left hip revision surgery with removal of acetabular component and femoral head performed.